Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was flashing and tried to change battery but not working display. Customer's blood glucose level was unknown. Customer reported that insulin pump was going off, changed batteries and nothing was working. The runner on the back of the insulin pump was broken and unable to read serial. Customer stated that the insulin pump does show signs of physical damage. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.